Manufacturer narrative:
Based on the claim against the product by the customer noting repeated error fault on usm 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error upon reviewing the error logs. The tse replaced the suspect usm to resolve the issue. As part of field service, the fse identified and replaced twisted patient side cart (psc) power cable and defective spring-loaded cover. These replacements are unrelated to the customer reported issue. After replacement, the system was retested and verified as ready for use. The replaced psc power cable and spring-loaded cover are field scrap items and will not be returned to isi for further investigation. Isi received the replaced usm arm for failure analysis. Failure analysis confirmed and replicated the reported complaint. Upon review of the logs, error 307 (node not present) was observed on the axes controller, carriage (acc). Upon visual inspection, the rolling loop fiber cable was found to be severely damaged and sticking out of the spar assembly. The rolling loop was replaced and this addressed the issue and restored the usm back to full specification. The complaint regarding the reported issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image was performed; however, analysis could not confirm the alleged complaint. The flat cables were inside the insertion area. The probable root cause of the reported complaint is attributed to a component failure of the usm. This complaint is considered a reportable event due to the following conclusion: during the procedure, repeated error fault was observed and the usm arm was disabled. Due to the issue the surgeon elected to convert the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the customer informed the technical support engineer (tse) that repeated non-recoverable error 307 occurred. The customer cleared the error fault, but the universal surgical manipulator (usm) 1 became non-responsive after that. The tse confirmed repeated non-recoverable error 307 through log review. The tse had the customer power cycle the system, but error 319 occurred after the power cycle. The tse advised the customer to disable usm 1 and continue the procedure with the other 3 usms. The surgeon elected to convert the procedure to laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the conversion well. There was no report of patient injury.